Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was at mol1 (middle-of-life) battery status in march 2005. In august 2005 eri (elective replacment indicator) battery status was tripped. The physician believes the device depleted prematurely.